Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately one burst of anti-tachycardia pacing (atp) due to supraventricular tachycardia. Additionally, an inappropriate signal artifact monitoring (sam) episode was also recorded. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.